Event description:
Covidien received a (B)(4) report (B)(4) 2011: type of device: IV tubing, trifurcated. Device brand name: extension set-minibore codan, tyco. Device manufacturer name: codan, ICU medical. Date of this report: (B)(6) 2010. Describe the event: trifuses place on IV tubing that was connected to ECMO circuit. IV tubing leaking blood out trifuse connectors two times requiring IV tubing change and finally relocation of fluids infusion and removal of trifuses. The first trifuse used was codan and it was replaced with ICU medical trifuse. Blood loss were detected quickly but required multiple tubing changes. All connections were tight and there were no cracks in any of the tubing. Relocating the fluids and replacing trifuse with bifuse eliminated the problem. Stopcock lot number 9058217 appears to be leaking when connected to trifuse. Tubings removed and saved. Two blood transfusions given to the pump to stop circuit from cutting out. Pressure in circuit were not higher than normal. Trifuses of both brands have been used numerous times in the past where fluids connect into the ECMO circuit without incident. Tubing saved for inspection if needed. Stopcock lot number removed from area. Central supply contacted about the problem (B)(6) 2010 by rn.